Manufacturer narrative:
Concomitant medical products: dtmb1qq, ICD, implanted: (B)(6) 2019. 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent oversensing with possible false classification of atrial arrhythmia on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.